Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, low, out of range, pacing lead impedance was observed on the newly implanted right ventricular lead. The lead was removed and replaced; however, the same issue was also observed on the second lead. Another programmer was deployed, and the pacing lead impedance was measured within a normal range. Therefore, the second lead remained implanted, and the procedure was completed. The physician was not sure if the issue was due to a lead malfunction, the programmer, or a combination of both. The patient was stable throughout the event.

Event description:
New information received notes that the pacing system analyzer (psa) was used with another merlin, and the issue was not duplicated. The issue was related to the lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.